Manufacturer narrative:
Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(4), UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins for spinal pain. The patient reported that they hit the ground hard - maybe stroke, unknown. The patient reported that the fall knocked the stimulator outside the buttocks and can feel the ¿wires¿. The patient reported that both the doctor and the rep look at it and said it was fine. The patient reported that since that time they have to play with the recharger belt and struggle to charge. The patient reported getting error messages. The patient reported getting weird coded on the recharger and the recharger quit recharging. The patient reported seeing code m02-020. It was reported that the battery has been taken out and put back in and that hasn't helped. It was reported that the recharger just quit recharging on and off for the past 30-34 days.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from patient was received. Patient stated he had become malnourished (¿horrible¿) since the ins was implanted. Patient noted his ins was becoming visible on the surface of his skin and he could ¿see the wires where they plugged in¿. Patient stated when he wore stretchy pants and bend over his ins area hurts/ was painful. Patient noted he had the area checked on by an hcp and hcp said the ins should never be placed where it was and could not be moved because the patient did not have enough body fat to move the ins location. Additional information later date from patient indicated controller displayed a ¿system problem¿ message, rm04. Patient was having difficulty recharging his ins, but he finally got his ins to start a charge today and then a rm04 message appeared on the controller. Patient wanted to charge his ins because his pain had become increasing worse. Patient stated after resetting the controller, the rm04 message cleared, but his controller just cycles on the ¿checking the recharger¿ screen and never started a charge session, and patient stated this was why he had been having trouble charging his ins in the past. A replacement recharger would be sent, recharger continued to display rm04 error code. On 2019-may-29, additional information from patient indicated controller screen displayed a ¿system problem¿ message, rm05. Patient reported he was getting rm05 on his controller. Patient stated he had received a replacement recharger and had already reset the controller ¿like 18 times¿. A replacement recharger would be sent. On (B)(6) 2019, patient stated he received the replacement recharger and his controller had already time out 5 times when trying to charge his ins. Patient noted he had his recharger replaced at least 3 times. Patient confirmed the controller battery was at 10% and ins was at 70%. Patient attempted to charge the stimulator and reported the controller eventually turned off (black screen) while it was on the checking the recharger screen and never connected to begin charging. It was reviewed this issue likely was related to the controller battery being too low. It was reviewed charging best practices. It was recommended charging controller and trying again, if patient continued to encounter the issue to call patient services for troubleshooting. Patient mentioned he might just get the device removed since the area hurts anyway. It was mentioned patient¿s issue regarding the recharger replacement issue of the controller going blank and was not connecting began today because patient received the recharger today. A replacement recharger would be sent.

Manufacturer narrative:
H6: 97755 was returned and analysis found recharge antenna - cable insulation was peeling away at donut end. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID: 97755, serial# (B)(4), product type: recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the repair services reported that the recharger sn (B)(4) was never returned for analysis.